Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Two user facility medwatch reports were received that state: "balloon ruptured during procedure". Two user facility medwatch reports were received with identical information, but different medwatch report numbers (5069845 and 5070103). This event will capture both events it was reported that during use, the 2.5 x 15 mm trek dilatation catheter ruptured. No adverse patient effect was reported. No additional information was provided.